Event description:
It was reported that the patient was having pain and no sound perception with her ci. Electrode channels 9-12 have been turned off in programming since activation as the electrodes were outside of the cochlea. At the 3rd programming session, the patient reported not wearing the audio processor for the last 2 weeks due to discomfort and lack of sound perception. During the appointment on (B)(6) 2011, it was mentioned that the patient had painful stimulation on the tongue. The CT scan showed that the device is in the middle ear space.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.